Manufacturer narrative:
A1: patient identifier: requested, cannot access patient information in korea. A2: age & date of birth: requested, cannot access patient information in korea. A3a: sex: requested, cannot access patient information in korea. A3b: gender: requested, cannot access patient information in korea. A4: weight: requested, cannot access patient information in korea. A5: ethnicity: requested, cannot access patient information in korea. A6: race: requested, cannot access patient information in korea. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they did not insert the angio-seal over the wire. No blood loss was reported. There was no patient injury and/or require medical or surgical intervention. Additional information was received on 11sep2024: manual compression was performed to achieve hemostasis. The procedure performed prior to using the angio-seal was a pic procedure. The procedure sheath size was unknown. They could not insert the angio-seal over the wire. It was unknown if a pre-deployment angiogram was performed. The patient was in stable condition. There were no issues with insertion, deployment, or withdrawal of the device. No equipment or other devices used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the packaging, arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The locator and sheath were found to have been kinked at the blood inlet hole. No other damage or issues were identified. Functional testing was performed to see if any blockages were noted within the locator and to test if any resistance was experienced during guidewire insertion into the locator. No issues were found during functional testing. The complaint could be confirmed for a kinked sheath and locator. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the components during assembly, preventing the assembly from being passed over the guidewire. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).